Event description:
It was reported that the patient had knee surgery on (B)(6) 2015. Approximately two months post-op, the patient was experiencing pain and surgeon determined there was too much play in patient's knee. On (B)(6) 2015 surgeon performed a revision surgery and removed the ar-513-bg09 and replaced it with a larger device, ar-513-bg11 (tka bearing 11mm). Original surgery and revision surgery were both performed by same surgeon. Device will not be returned as it was discarded by the facility.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. A review of the device history record revealed nothing relevant to the event. The contribution of the device to the reported event (surgeon determined there was too much play in patient's knee) could not be determined as the device was not returned for evaluation. The most likely cause of the revision surgery is that the surgeon put in the wrong size initially and determined there was too much play in patient's knee and replaced the device with a larger size. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.